Event description:
It was reported to philips that the system lost x-ray function after a snap sound was heard in the technical room. After a reboot, the system was unable to boot back up, delaying the treatment. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned (non-emergent) treatment procedure was performed when the issue happened. The procedure was aborted, rescheduled, and successfully completed on another date. Philips field service engineer (fse) visited onsite and confirmed the reported issue. After reviewing the log, fse confirmed that reported malfunction. Upon troubleshooting, fse found faulty image relay board (rackea-5dp) inside the main cabinet. To resolve the issue, the fse replaced the component rackea-5dp and return the part for further analysis and it found the malfunction was the "ac/dc supply" due to a short circuit in the output. After the replacement of the rackea-5dp, the system was returned to use in good working order. The codes were updated based on the investigation outcome.